Event description:
It was reported that insulin is squirting out of insulin pump instead of dripping during prime. The blood glucose level was not included in the report. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to protruded and or loose drive support disk. The device had minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip, and reservoir tube cracked.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)